Event description:
The customer reported a tubing ballooned in the pump segment. There was no report of pt harm or medical intervention. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A f/u report will be submitted with investigation results should the set be returned for eval.